Event description:
It is reported that in 1999 patient underwent left total knee replacement. The next month, pt was transferred to rehab facility. Two days later, while in bed, pt's knee was placed into a continous passive motion (cpm) machine. The cpm machine fell off of the bed, then the pt fell off the bed and the machine kept running until the nurse arrived ten minutes later. As a result of the incident, pt's tibial articulating surface was found to have dislocated. Add'l surgeries to the knee were required including one to revise the knee. The products implanted during the revision procedure are unknown.